Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. In (B)(6) 2010, the patient developed peritonitis. The cause of the peritonitis was unreported. The patient was not hospitalized for the peritonitis and it was unknown if treatment was provided for the event. Dianeal therapy was ongoing. It was unreported if the patient had recovered from the event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 50 device was observed leaking at the location of the blue winged cap. The device was filled with 90mg of pamidronate in 250ml 0.9% sodium chloride. The product was not administered to the patients. The leak was noted prior to product use and there was no report of patient injury or medical intervention. This is report 17 of 17 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot numbers; h10c02024 and h10b28013 with no defects noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause is undetermined. The root cause investigation is in progress.